Manufacturer narrative:
The force sensor did not operate as intended. The cause of the problem was not determined as there was no damage to force sensor. The device was in good condition, no signs of external damage. Checked and tested the force sensor. Force sensor test, force sensor bgnd test. Force sensor count would jump between 0-500, and value jumps from -1.00 to 6.0+ lbs with no pressure applied. Ehl attached to complaint for reference replaced force sensor and recalibrated sensors. Performed power up process, occlusion test, pm and all functional tests which passed. Pump will be converted to loaner pool. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the medfusion pump exhibited an out of box failure with the delivery system. No patient death or serious injury was reported.

Event description:
It was reported that the medfusion pump exhibited an out of box failure with the delivery system. No patient death or serious injury was reported.

Manufacturer narrative:
The force sensor did not operate as intended. The cause of the problem was not determined as there was no damage to force sensor. The device was in good condition, no signs of external damage. Checked and tested the force sensor. Force sensor test, force sensor bgnd test. Force sensor count would jump between 0-500, and value jumps from -1.00 to 6.0+ lbs with no pressure applied. Ehl attached to complaint for reference replaced force sensor and recalibrated sensors. Performed power up process, occlusion test, pm and all functional tests which passed. Pump will be converted to loaner pool. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.